Event description:
It was reported that pump touchscreen became unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting with tandem technical support regarding the reported issue; therefore, no additional information was able to be obtained.